Event description:
During a remote follow-up, episodes of over-sensing were observed on the device. Reprogramming was recommended to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.